Event description:
A report was received that the patient¿s incision site was not healing. It was believed to be not device or procedure related. No infection was suspected. The patient was prescribed sulfa as prophylaxis. The patient underwent a revision procedure wherein the ipg was relocated along with debridement of incision. The patient was reportedly doing well postoperatively.